Event description:
It was reported to tyco healthcare/kendall in early 2008 that a customer had a problem with a dialysis catheter. Customer reported that the ports/adaptors on the dialysis catheters cracked. The patient was unable to dialyze and needed to be sent back to the hosp for a catheter replacement.

Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.